Event description:
The customer reported that she changed the reservoir twice and insulin squirted out during the manual prime process. The blood glucose reading was 95mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Drive support disk was inspected and no anomaly was noted.